Event description:
IV tubing was connected to a PICC line to be changed. Attempted to unscrew luer lock connection from PICC port. Male connection broke inside of the white PICC port (red line). Line clamped, pasi-flow connector switched for white port.